Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00831. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a supraclinoid internal carotid artery (ica) aneurysm using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached the initial smart coil in the target vessel using a non-penumbra microcatheter and the handle. Upon advancing a new smart coil into the target vessel, the physician attempted to detach it using the same handle; however, the smart coil would not detach and therefore, it was removed. The procedure was completed using a new smart coil and the same handle. There was no report of an adverse effect to the patient.